Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and that a force sensor pin was detached from the force sensor assembly. Review of the pump history revealed multiple loss of prime warnings associated with zero force as well as a "no cartridge detected" warning. The pump did not detect the cartridge during the load step of evaluation and a "no cartridge detected" warning was duplicated.

Event description:
Evaluation revealed a misaligned display screen and that a force sensor pin was detached from the force sensor assembly.